Manufacturer narrative:
Visual inspection revealed no device anomalies were identified. During testing the returned ilr was successfully checked out and all operation was normal. No defect was found and the device functioned according to specification. Review of the device history record revealed the device met manufacturing and sterilization specifications. The sleuth implantable ECG monitoring system instructions for (IFU) state potential adverse events include. But are not limited to, infection, bleeding and incision pain.

Event description:
On the event date, the pt's daughter called the sales representative to say her father was in the hospital. Subsequently, hospital staff told the rep that the pt presented to the emergency room one day prior, with a fever and acute chest wall cellulitis. The pt was admitted to the hospital with elevated white blood cell count and was infused with sodium chloride and vancomycin. A wound culture was taken from left upper chest incision and identified as a moderate gram positive staph (staphylococcus aureus). At that time, a decision was made to explant the ilr (implantable loop recorder). Following removal, a culture of the ilr identified moderate gram positive staph. The pt was discharged four days later, feeling well.